Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient had small bowel obstruction after placement of suture. Patient required an additional laparoscopy to remove the suture at another facility.